Event description:
A malfunction alarm was reported by the customer, identified by the malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to call back if the issue happens again, and they acknowledged this instruction.